Event description:
It was reported that the left ventricular (lv) lead became dislodged after the implant procedure was complete. As a result, loss of capture was observed on the lv lead. No allegation of malfunction was made against the lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.